Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers, pan. The analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be partially dislodged at right proximal end. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a black cartridge all 3 rows of staples were formed on the left staple line about 1/4th of the way up. After this, only the outer row of staples formed. The inner 2 rows did not form. The drivers did not push the staples up; staples remained in the cartridge. The case was completed with the same device and another black cartridge. The device was fired laterally. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.